Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:during testing, the display was found to be dim, fading, and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the case seal and the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display screen was dim and faded with discolored text. The reporter stated that there was no trauma or moisture exposure to the pump and battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.